Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer reports that transmitter does not communicate with reading device. Signal loss lasted a lot of time without providing any reading. Signal loss did not seemed to be associated to activities nor actions of the user.